Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Correction: d4, h4: the expiration date, primary UDI number and device manufacture date has been corrected.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the product has not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the vapr clplse90 electrode w hand cntrls was sitting on the packaging tray and the sleeve was cracked. The manufacturer performed an investigation of the photos provided with the following results: the images clearly show the device shaft heatshrink to have become damaged/ripped as reported by the end user. The images show the device tip to be in a used condition with the active tip edges and suction hole appearing worn. This is indicated by "rounding off" of the edges where the plasma forms. It is difficult to say how much usage the device has seen based on the attached images alone, however we can rule out an out of box failure where the heatshrink defect was discovered on opening. 100% cured heat-shrink inspection: visually inspect (not under magnification) no split defects allowed, no under-shrunk / flaring, no bubble defects allowed, refer visual aid as the standard. Checking for surface anomalies by sliding the shaft between fingers may aid identification of defects. The device has been used and the heat shrink damage observed in the photographic evidence has likely been caused by excessive mechanical force used during the procedure. A review of our complaint records for similar reported events shows this defect to be an isolated case for the product. The failure mode seen is considered to be in line with the expected outcome and frequency rate detailed in systems risk assessment document, applies - user error, outcome - increased procedure time - patient under anaesthetic extended period of time, severity - minor, probability -occasional) and no further action is recommended related to this individual complaint. The product IFU cautions: carefully insert and withdraw electrodes to avoid possible damage to the device. Electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically4 assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. Excessive force may damage the electrode tip assembly. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would contribute to the complained device issue. Based on the investigation findings, since the device had signs of use, the allegation of damage upon receipt could not be confirmed. A potential cause for the observed condition is traced to the procedural variables, such handling of the device or product interaction during procedure. As per IFU, carefully insert and withdraw electrodes to avoid possible damage to the device. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device u2408001, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that was returned in original package. The tip showed signs of activation. The handle, tubbing and plug did not show any signs of damage. The shaft was cracked at the distal end. No other anomalies were noted. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, the default values were displayed correctly (coolpulse 90 electrode, ablate power 220 and coagulate power 80), no alert messages were displayed. The ablation function was activated several times in its maximum power (maximum ablate power 380) for one minute each test, and it worked as intended. Under coagulation function, the electrode was activated several times in its maximum power (maximum coagulate power 160) for one minute each test, and the coagulation function worked as expected. The device was working as intended on both modes using the footswitch and hand controls. The manufacturer performed an investigation with the following results: the device shaft heat shrink have become damaged/ripped as reported by the end user. The device tip was in a used condition with the active tip edges and suction hole appearing worn. This is indicated by "rounding off" of the edges where the plasma forms. It is difficult to say how much usage the device has seen based; however, we can rule out an out of box failure where the heat shrink defect was discovered on opening. 100% cured heat-shrink inspection: visually inspect (not under magnification) no split defects allowed, no under-shrunk / flaring, no bubble defects allowed, refer visual aid as the standard. Checking for surface anomalies by sliding the shaft between fingers may aid identification of defects. The device has been used and the heat shrink damage observed has likely been caused by excessive mechanical force used during the procedure. A review of our complaint records for similar reported events shows this defect to be an isolated case for the 228147 (792550 atl UK) products. The failure mode seen is considered to be in line with the expected outcome and frequency rate detailed in systems risk assessment document (applies - user error, outcome - increased procedure time - patient under anaesthetic extended period of time, severity - minor, probability -occasional) and no further action is recommended related to this individual complaint. The product IFU cautions: carefully insert and withdraw electrodes to avoid possible damage to the device. Electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. Excessive force may damage the electrode tip assembly. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained issue. Based on the investigation findings, since the device had signs of use, the allegation of damage upon receipt could not be confirmed. A potential cause for the observed condition is traced to the procedural variables, such handling of the device or product interaction during procedure. As per IFU, carefully insert and withdraw electrodes to avoid possible damage to the device. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that when opening the vapr clplse90 electrode w hand cntrls device, the sheath was found to be ripped. It was reported that a spare device was available for use. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.